Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel; the distal end of the glass cap was found to be fractured and broken off. There was no indication or report of any part of the device remaining inside the patient. The fiber proximal to the fracture was found to rotate independently of the metal cap. Severe burnt detritus on the metal cap and moderate devitrification at the glass cap output window were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 5 minutes, 47 seconds and 31,921 joules of use; decreased tissue vaporization efficiency was observed and the cap began to rotate around the fiber. The procedure was completed using a second fiber. Patient outcome: "no injury to patient reported."